Event description:
Ous MDR. After an implantation period of approx. 9 months, oversensing was reported. The lead is currently still implanted. Biotronik has no further information with regard to the explant. Should we receive more details, this report will be updated. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available iegms confirmed the presence of noise which led to oversensing as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.